Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) one-link neutral luer activated devices were leaking during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual devices were not available; however, three (3) companion samples in sealed blister packages were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included clear passage and pressure tests with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.